Event description:
Female contact lens wearer with history of renu with moisture-loc use was diagnosed with fusarium keratitis of the left eye in 07/05. This pt still has her renu bottle if needed. Event abated after use stopped.